Event description:
It was reported that during an implant procedure the mobile programmer application lost connection with the cardiac resynchronization therapy pacemaker (crt-p) after insertion of the crt-p into the pocket. It was not possible to perform testing with the crt-p. The application was restarted and the patient connector was positioned over the crt-p to resolve the issue. The application subsequently lost connection during programming of the crt-p. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID w4tr01 , serial# (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.